Manufacturer narrative:
Corrected: g1 - contact office establishment name. D3 - mfg establishment name, manufacturing plant address 1, city and zip code. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the blood bag was not fully emptying when using the d-100. The gauge reaches 287, but there are still 20 ml left in the bag. There was unknown patient harm reported as a result of the event.